Manufacturer narrative:
Method: device not returned; results: the sales rep was misinformed about the case, as the reported rod did not contribute to this event. Conclusion: correspondence with the originator has confirmed that no issue was identified with the reported rod. The revision surgery was performed due to lack of fusion between two vertebrae.

Event description:
It was reported that during a phone conversation the surgeon informed that there had been a revision surgery to remove a broken rod.

Event description:
It was reported that during a phone conversation the surgeon informed that there had been a revision surgery to remove a broken rod.